Event description:
It was reported that the patient¿s dystonia was worse on her left side. It was noted that on the day prior to the date of this report the manufacturing representative/programmer was working on the patient¿s left side. It was further noted that the patient thought the other side implant would affect the left side symptoms. The patient was told that programming for dystonia could take up to 1 year to find the best programming so the patient was seeing their healthcare professional every 2 weeks for programming since implant. The patient was seeing one voltage at 2.7 and the other at 3.5. It was noted that the patient synced and one side showed 3.5v and the patient noted that this was not the voltage they had the patient set at. It was noted that on the other side there was no voltage. It was noted that the patient programmer showed the battery was at 2.97v, ok, 75%. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0f6yh, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387s-40, lot# va0f6yh, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Additional information received reported the cause of the event was unknown. It was noted that the patient was due for a programming session. No surgical intervention had occurred. Reprogramming was done on (B)(6) 2014. Patient outcome was the patient had recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostiulator. Product ID 3387s-40, lot# va0f6yh, implanted: (B)(6) 2014, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative. Patient had their next appointment scheduled for (B)(6) 2014.